Event description:
It was reported that shortly after a procedure, the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker stored episode. Upon review, oversensed noise on both right atrial (ra) and right ventricular (rv) channels were observed. The hcp noted electrocautery tools was used during the procedure. It was believed the oversensed noise to have been caused by electromagnetic interference (emi). Ts discussed troubleshooting options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.